Event description:
Patient was implanted with two prodisc l implants on (B)(6) 2009. Scheduled surgery to remove lumbar discs l4, l5 and l5, s1 was performed on (B)(6) 2013 due to unexplainable patient pain. One level was removed laterally, l4, l5, and one anteriorly, l5, s1. Prior to surgery, the surgeon did not believe that the discs had shifted. However, an x ray taken on (B)(6) 2013 revealed the discs had migrated. It was reported that the surgery went well and nothing was wrong with the implants themselves. The surgeon replaced the implants with peak cages and fused the patient from the back. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The raw material and device history records were reviewed and did not show any non-conformities associated with this complaint. The investigation could not be completed, no conclusion could be drawn, as no product was received.